Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check, pressure transducer test. The ventilator was investigated onsite by our field service engineer (fse) and could reproduce the reported issue on site. The expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. This can't be confirmed due lack of logs. The pcb was sent for further investigation. Then over a 96h ventilating with a test lung and numerous puc in our ventilator laboratory. The reported issue couldn't be reproduced. Expiratory channel printed circuit board is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The root cause for the reported issue could not be determined. Based on the information above this complaint will be closed.

Event description:
Manufactures reference ID: (B)(4).